Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, the newly connected implantable cardioverter defibrillator was exhibiting high pacing impedance and noise. The device was exchanged and the procedure was completed without further issue. The patient was stable.

Manufacturer narrative:
The reported events of sensing and impedance issue were confirmed. The device was analyzed by the manufacturer and the output flex was found to be cracked, which resulted in the reported event.